Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer recognizes device 8015 comes up in maintenance mode at power up. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer recognizes device 8015 comes up in maintenance mode at power up. ¿ customer identifies the error 132.3000 on the device. ¿ instructed customer to check the tamper-switch on rear case. ¿ customer alleviated problem fault with tamper-switch, by depressing the button. ¿ identified as being stuck-in. ¿ customer will call back if error persists. (B)(4).